Manufacturer narrative:
This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site and subsequently underwent skin revision on (B)(6) 2017. The patient's abutment was replaced with a longer abutment during the procedure.